Event description:
Per user facility medwatch form, #mw5168658, during an unknown procedure; clip applier malfunction. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent 5/15/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: how did device not work? It¿s so far back and I have to give you about what the common theme has been with the ligamax clip applier malfunctioning. It just doesn¿t hold the tissue well and falls out easily. Now a majority of the surgeons are paranoid (?) To use it. Did device jammed (not fire clips)? I can¿t answer. Did device not feed clips? I can¿t answer. Did device drop or eject clips? It hasn¿t been a common issue but I¿ve heard it happening before. Did device sideways feed clips? It¿s been one of the common theme with the ligamax malfunction. Did device fire malformed clips? It also has been a common issue with the clip applier. Did device fire scissored clips? I don¿t know. If other please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.